Event description:
Elevator broke off in pt's wrist and x-ray was used to remove broken piece. Spoke with customer who confirmed the product broke and a piece fell into the pt's wrist, in which surgery was being performed. The physician used fluoroscopy to locate the broken piece and was able to retrieve the foreign body without incident.